Event description:
The lay user/patient contacted lifescan alleging that the product was having the following power related issue: (does not turn on), which was unresolved with troubleshooting. The patient claimed to have symptoms 2 days before the alleged product issue; therefore, the product did not contribute to injury. The patient also denied receiving treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.